Event description:
During the iliac angioplasty treatment procedure, the balloon of the ultra-thin sds balloon dilatation catheter separated from the catheter shaft inside of the pt. The separated segment was successfully removed from the pt using a snare. A new device was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.